Event description:
It was reported that a catheter detachment occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm balloon and then a 1.25mm rotalink¿ plus was advanced to the lesion. When the device reached the lesion and the physician began the intervention, it was noted that the proximal end of the catheter, right after the burr, was detached. The device was removed with the rotawire. The procedure was not completed due to the event. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The advancer of the device was returned separate from the catheter and only the coil of the catheter was returned. A visual examination of the device observed that the handshake connection was bent. A guide wire was also returned running through the coil of catheter. The burr was detached from the coil of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter detachment occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm balloon and then a 1.25mm rotalink¿ plus was advanced to the lesion. When the device reached the lesion and the physician began the intervention, it was noted that the proximal end of the catheter, right after the burr, was detached. The device was removed with the rotawire. The procedure was not completed due to the event. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).